Event description:
Pt receives continuous IV fluorouracil via cadd prizm pump at 365mg/day for cancer of the common bile duct. The fluorouracil is placed in a 100ml cadd cassette (along with normal saline) which is mfg by smiths medical. A 60" extension set, also mfg by smiths medical, is then attached to the tubing on the cassette. The other end of the extension set is attached to pt's line. Fluorouracil leaked from the cassette tubing where it connects to the extension set. As a result, the fluorouracil was leaking into the pouch which holds the pump and cassette. There was a great potential for pt to be exposed to the chemotherapy, 5fu (fluorouracil). It should be noted the connection where the cassete tubing attaches to the extension set was secured with tape by the rn. Pt's fluorouracil therapy was interrupted from 6:30 pm until the next day at 10 am due to this event.